Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an right ventricular (rv) lead replacement procedure. During the procedure, it was noted that the casing for the set screw on the pacemaker fell out on the end of the wrench. The pacemaker was explanted and replaced. The patient was asymptomatic to the event.

Manufacturer narrative:
The reported complaint of setscrew problem where setscrew fell off the end of the wrench was not confirmed. No analysis could be performed since the setscrew and wrench were not returned. The torn-out hole in the septum and the setscrew out of the connector block usually indicates the setscrew was stuck to the wrench tip and pulled out of the device tearing a hole through the septum. The problem cannot be confirmed without the analysis of the setscrew and wrench. Electrical test performed indicated normal device characteristics.